Event description:
It was reported that the user announced a meal while blood glucose was 50 mg/dl, resulting in a further decrease to 43 mg/dl; the user corrected with oral glucose and candy, and glucose subsequently increased to 136 mg/dl, consistent with an improper or incorrect use procedure related to the device¿s user interface. Symptoms included hypoglycemia. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem of accidental meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.